Manufacturer narrative:
Troubleshooting of the AED with the customer identified that once a replacement battery was installed the AED powered on. Troubleshooting of the AED with the customer did not identify a cause for the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. Troubleshooting of the AED with the customer found both the battery and pads were expired. The customer did not report this occurring during patient use.